Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on plug unit, the image was not displayed. In addition to evaluation in b5, suction cylinder had discoloration. The flexible circuit board had corrosion due to water leakage. The scope connector was dirty due to water leakage. The cable unit had corrosion due to water leakage. The plug unit had corrosion due to water leakage. The circuit board unit in scope connector had corrosion due to water leakage. The scope connector case unit has corrosion due to water leakage. Due to wear of angle wire, bending angle in down direction did not meet the standard value. The plastic distal end cover had a crack. Light guide lens had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope image transfer did not work. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: water jet channel had white residue due to insufficient reprocessing.